Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a backup battery fault alarm event on october 26 relating to a backup battery load test fault. The returned system controller and 11v backup battery were functionally tested using laboratory equipment. The device passed the functional test procedure. The device operated on a mock circulatory loop without any notable event captured in the history event screen. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16sep2019. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench alarm since 0430 with replace 11 volt battery alarms. Log file analysis captured multiple string of backup battery fault alarms. The controller was replaced.